Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to reproduce the issue. A new keyboard pcb was installed. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had display issues, none of the keys worked on the display pad. It is unknown if there was a patient involved however; no adverse event was reported.